Event description:
(B)(6) / the silicone buffer in my wife¿s hip replacement disintegrated after being exposed to air during the manufacturing / shipment process. This caused damage to the hip components requiring a complete hip replacement. During surgery her femur was cracked getting the old rod out. This required a plate and several cables to secure the fracture and extended recovery by 8 weeks. After 2 years the pain came back one of the cables broke this requires another surgery which we have to pay for since the company filed bankruptcy. Additional product details: exact tech has injured thousands of people by knowingly putting defective silicone into patients ( used in hip, knee and ankle replacement ). The packaging was defective and they had this knowledge as far back as 2008. Many of the injuries are permanent and life altering. They filed bankruptcy and now operate under a new name possibly still selling defective implant components.